Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that during the adc freestyle libre sensor application, the applicator clicked too early and was unsuccessful with sensor insertion. As a result of being unable to monitor glucose levels, the customer experienced sweating and a loss of consciousness. The customer further reported regaining consciousness and was able to self-treat. No further information was provided. There was no report of death or permanent injury associated with this event.